Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, one of the caps of the universal seal fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. The fragment fell inside the patient during insertion of an instrument through the accessory. The surgeon did not observe any functional issues with the accessory during use, and the fragment was retrieved using a laparoscopic instrument. All fragments were visually confirmed as retrieved, with no post-operative imaging performed. The procedure was completed robotically. It was unknown whether the patient had returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
The universal seal has not been received for failure analysis evaluation.